Manufacturer narrative:
The customer observed fibrin in the collection tube after the erroneous result was obtained.a field service engineer (fse) was dispatched: a) the fse verified the instrument to be operating within published specifications. No hardware issues were noted.sample handling may have contributed to this event. However, a clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an elevated troponin (accu tni) result generated by the synchron lx® I 725 clinical system on one patient's sample.the original result was reported out of the lab and it was questioned by the physician.upon repeat, the result was within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.